Event description:
It was reported that the patient with this spectra penile prosthesis presented with difficulty with penetration, pain, a lack of firmness in the penis, and bends in the penis. Physical examination of the patient revealed there were signs of a fracture in the distal third of the left rod, crepitus, and lack of support accompanied by lateral torsion. A revision surgery has been scheduled. No additional information was provided.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of disfigurement, pain, fracture, and mechanical issue were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk for the product. The reported patient symptoms of disfigurement and pain are known risks associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that the patient with this spectra penile prosthesis presented with difficulty with penetration, pain, a lack of firmness in the penis, and bends in the penis. Physical examination of the patient revealed there were signs of a fracture in the distal third of the left rod, crepitus, and lack of support accompanied by lateral torsion. A revision surgery has been scheduled. No additional information was provided.